Event description:
The reporter stated that the transducer of the arterial pressures were fluctuating. No pt injury or treatment associated with this event. This was reported by a hosp overseas to medex medical UK.